Manufacturer narrative:
This report is filed june 22, 2016. (B)(4). Implanted device remains insitu.

Event description:
Per the clinic, the patient experienced pain and inflammation at the implant site, and was subsequently treated with a local anesthetic injection to alleviate the symptoms (date not reported).

Manufacturer narrative:
Correction: the correct brand name is cochlear baha attract system, not flange fixture and abutment as previously reported. Implanted device remains.